Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a weak cylinder. Saline was added to the reservoir, and there were no ipp components explanted. There were no patient complications reported.